Event description:
It was reported that during routine testing, all channels were found to have high impedance. Possibility that ground elctrode and/or active electrode array are broken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evalaution. When available, a device failure analysis will be submitted as a follow-up report.